Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # ==> (B)(4). The following literature cite has been reviewed: yun c, qian w, zhang j, zhang w, lv j. Biomechanics of philos plates in vancouver b1 periprosthetic femoral fracture. Front bioeng biotechnol. 2023 nov 17;11:1282128. Doi: 10.3389/fbioe.2023.1282128. Pmid: 38047287; pmcid: pmc10690819. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: yun c, qian w, zhang j, zhang w, lv j. Biomechanics of philos plates in vancouver b1 periprosthetic femoral fracture. Front bioeng biotechnol. 2023 nov 17;11:1282128. Doi: 10.3389/fbioe.2023.1282128. Pmid: 38047287; pmcid: pmc10690819. Objective/methods/study data: to investigate the clinical efficacy of philos plates in the treatment of vancouver b1 periprosthetic femoral fracture (pff) and to validate its biomechanical reliability via finite element analysis and mechanical testing on the synbone femoral models. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: unknown hip femoral stem corail concomitant products: unknown hip femoral head, unknown hip acetabular cup and unknown hip acetabular liner adverse event(s) and provided interventions possibly associated with unknown hip femoral stem corail (qty 18): 18 patients sustained a periprosthetic femoral fracture after the initial hip arthroplasty treated by one of two different plates (the philos plate vs the cable gtr plate) for fixation.